Event description:
Connection between foley catheter and foley tubing disconnected. This occurred last week in the operating room, and operating room mentioned it happening with another pt a week prior. Unsure if recent change in foley manufacturer.